Event description:
It was reported that during daily checks , the cardiosave intra-aortic balloon pump (iabp) unit was unable to print. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact information-name: (B)(6). A getinge field service engineer (fse) evaluated and replicated user complaint. Unit unable to print. Unit fully functional otherwise. Fse successfully completed a simulated treatment upon initially testing unit with testing catheter and trainer without exception. Opened unit and examined for fluid ingress. Unable to see fluid ingress into unit, and or printer assembly. Fse replaced printer,thermal,xe-50b and successfully function checked printer assembly. Nothing unusual identified in the logs. Unit calibrated and passed all functional and safety tests per factory specifications. Unit cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a defective printer. The fat performed a visual inspection and found the part to be in good condition. It would not correctly print a test strip and was found to be faulty. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).